Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, the device went to the backup vvi mode after the physician attempted to run firmware upgrade. The device therapies went off while in backup vvi mode. The device was reprogrammed to previous settings from previous session records. The device was functioning normal with therapy enabled. The patient was stable.